Event description:
On 02/21/2025, it was reported by a sales representative via (B)(4) that an ar-6482 remote's cord is frayed, exposing wires. Issue discovered during surgery, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-6482 (batch/serial number (B)(6)) was received for investigation. Visual evaluation confirms the allegation that the device cord is damaged, exposing the wires. Functional testing cannot be performed due to the damaged cord. No further investigation can be performed. The most likely cause of the reported failure is wear and tear. Device manufacturing date: 09-may-2022.